Event description:
Pt reported eye infection (protein buildup) that had to be treated. Follow up with the pt for more information has been made, but no reply from the pt. This is being filed as an unconfirmed eye infection. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Manufacturer narrative:
This is being reported as an eye infection with unconfirmed casual relation ship to the lens. Method: no lot information, no lenses, no examination of device were provided which could indicate if the device cause or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn.